Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication request was rejected by the medical prescription (rx) system. A technical support specialist (tss) recommended customer to resubmit the request after 10:37 pm. The customer declined to re-request at that time and indicated would wait to submit a new medication request marked as stat. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the rxverify status was rejected, and the customer was unable to issue the medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.